Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016 - patient reported to ms&s, that an aspira pleural drain was placed on (B)(6) 2016. Patient stated she developed a fever and persistent pain. Physician decided to have the device removed on (B)(6) 2016. On (B)(6) 2016 - patient reports spending two nights in the hospital, was tested for infection, and given IV antibiotics for "a few days". She reports the tests for infection were negative. The drain was inserted on a friday and she was admitted to the hospital the following tuesday or wednesday. She reports a fever of 104f and pain that was "worse than open heart surgery". She reportedly took two tramadol for the pain. She reports they couldn't find any infection or anything wrong with the drain and that she is "very reactive" to foreign objects in her body. She states the follow up x-ray after the drain was removed showed the fluid accumulation in her lung had resolved and she reports feeling "very comfortable" since the drain was removed.